Event description:
Pt had left acl repair via arthroscopy. Guide wire for screws broke off in knee joint, approx 3/4". Tip not retrieved. Surgeon could not retrieve and believes this will not cause problem.